Event description:
Boston scientific received information that this during the implant of this cardiac resynchronization therapy defibrillator (crt-d) the physician had inserted the atrial lead into the right ventricular port and the rate/sense portion of the right ventricular lead into the that atrial port. This was noticed immediately and the leads were corrected. All measurements were tested and well within range. However, at the post implant check the following day the right ventricular lead impedance was greater than 2000 with increased thresholds. As a result, the right ventricular lead was revised. The device was taken out of the pocket and inspected. The lead appeared to be in all the way and the set screw down as the lead would not come out with tugging. However, the set screw was loosened, the lead pin was removed, cleaned and reinserted and the setscrew tightened. The lead was tested over 15 times with impedances around 500 ohms and the thresholds stabilized.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.